Event description:
It was reported that the customer experienced an elevated blood glucose level of over 500 mg/dl with large ketones. Cause was not known. Customer administered a correction bolus via the pump to address the bg. Customer continued to use the pump for insulin therapy.